Event description:
It was reported that the pump shut off unexpectedly while charging. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose level was not impacted. The customer reverted to manual injections and an alternate pump for insulin therapy. It was confirmed pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.